Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3b0117) sigpshell, sig power sigpshell control shell (lot#unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn: unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3b0117) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3b0117). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy procedure, at the time of performing gastrectomy, the tip of the reload was closed, but it did not close completely and remained in an open state. Even when clamping the tissue, issue became slack and could not be grasped. When the firing was started, the tissue was pulled to the tip, so the firing was performed while holding it down with forceps. A new device was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy procedure, at the time of performing gastrectomy, the tip of the reload was closed, but it did not close completely and remained in an open state. Even when clamping the tissue, tissue became slack and could not be grasped. When the firing was started, the tissue was pulled to the tip, so the firing was performed while holding it down with forceps. A new reload was used with the same powered devices to resolve the issue. There was no patient injury. Afterwards, the account checked the closing and opening function of 6 unused reloads from the inventory and found out that the tip of 2 out of 6 reloads did not close.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopically assisted distal gastrectomy procedure, at the time of performing gastrectomy, the tip of the reload was closed, but it did not close completely and remained in an open state. Even when clamping the tissue, tissue became slack and could not be grasped. When the firing was started, the tissue was pulled to the tip, so the firing was performed while holding it down with forceps. A new reload was used with the same powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (serial number), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.